Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The patient reported that she experienced shortness of breath and dizziness after her atomizer failed to produce an aerosol mist. Multiple attempts were made to reach the customer via telephone; however, all attempts were unsuccessful.